Event description:
Customer reported the system displayed a control panel error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found that the mainframe 5 volt power supply was at 4.88 vdc. Adjusted voltage to 5.15 vdc as observed on the fluoro functions board. System booted and functions tested. System operates as intended.